Event description:
An optometrist reported a case of epithelial tag, observed one week post photo refractive keratectomy (prk) procedure right eye. The epithelial tag was removed with a cotton tip applicator.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).